Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on their sof-tact blood glucose monitor. The values, when plotted on a parkes error grid fall in the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.